Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 181 mg/dl. Customer performed self-test and they received hardware low level failure error. The self-test did not passed. Customer was able to rewind the insulin pump. Customer reported that they received multiple insulin flow blocked alarm from previous two weeks of incidence. Customer tried everything changed site and set and still getting insulin flow block alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.